Manufacturer narrative:
Section a2, a3a,a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter last name, email address phone number, and zip code. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of a preloaded multifocal lens, the patient developed unstable vision and visual disturbances; consequently, the lens was explanted during secondary surgery and replaced with a different model. No further information was provided.